Event description:
It was reported to philips that intermittent fluoro issues occurred, and the c-arm froze during a vascular procedure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the batram on luc boards and the luc board v4, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).